Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked. Reportedly, the cause of the crack was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.